Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis performed during servicing of the device found that the main printed circuit board (pcb) was out of electrical specification. The device failed the battery removal incoming functional test. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis did not find any anomalies and a battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: the reported functional test failure could not be duplicated. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.